Event description:
It was reported that the patient felt they were not having good therapy. It was noted at the patient¿s replacement surgery on (B)(6) 2014 there was very good csf flow from the catheter and a new pump was implanted. It was reported that they decided to error on the side of caution and replace the pump. The actions required as a result of the event included explant. It was noted that a dye study was performed. It was reported that the product issue was not resolved and the cause of the issue was not determined. The patient¿s status at the time of report was alive ¿ no injury. It was noted that the patient was having therapy issues. The pump was used to infuse gablofen. It was later reported that the patient was doing fine.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump, serial number (B)(4), found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.